Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 13 years old and has been in 3 times for repairs. The last repair was on (B)(4) 2011, for a non related issue. The inspection found that the side plates screws on this device were loose causing the sideplates to move. The sample graft performed was acceptable. Unable to determine a cause of the reported complaint. The pre repair test cuts on this device were acceptable, per zimmer criteria. The device was also in calibration. The cutter was replaced, and the loose screws were tightened, to ensure an optimally cut graft. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was not poking holes." Add'l clinical f/u with the hospital indicated that there was no harm to the pt, and no delay, as they had an alternate unit readily available which was used to complete the planned procedure. The initial graft was successfully meshed with the alternate unit and there was no add'l harvest or add'l info required.